Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a transurethral ureteral stent implantation using a perc plus stent, it was noticed during unpacking that the stent was broken into two pieces along the shaft. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: additional information was received from the complainant on august 12, 2024, the percuflex plus stent coil was clarified to be detached, occurred outside the patient. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. This event is now considered non-reportable. The event reported under MFR report number 2124215-2024-51315 was sent in error. Block b5 has been updated based on additional information was received on august 12, 2024, from tw (B)(4) that the coil was detached from the stent.

Event description:
It was reported that, during a transurethral ureteral stent implantation using a perc plus stent, it was noticed during unpacking that the stent was broken into two pieces along the shaft. It was noted that the coil was detached from the stent, outside the patient. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.